Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an alarm would sound as soon as the power button was pushed causing the workstation to fail to boot up. There is no report of injury or death associated with the event described in this complaint.